Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and pending carefusion field engineer facility evaluation has been scheduled. At this time, carefusion has not received the suspect component for evaluation by our failure analysis laboratory.

Event description:
The customer reported during patient use on this avea ventilator in the volume guarantee neonatal mode the high pressure limit alarm was breached and did not reset, the corresponding pressure increase did not limit at 3 below the set pressure limit. The customer reported there was no patient harm reported.

Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device in the specific user mode and ventilator settings associated with this event. The customer event was duplicated by the fse. The fse replaced the gas delivery engine and the exhalation valve retested the device and the reported event was no longer present. The fse communicated that the suspect hardware was damaged during the removal process and disposed of the hardware. At this time, this will be internally investigated within carefusion.